Event description:
It was reported to medtronic minimed that the customer experienced cartridge holder of the inpen was damaged and inpen was not delivering the insulin. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. The customer was advised for the replacement of the product. No harm requiring medical intervention was reported. The customer will discontinue to use the product. Mmt-105elgyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality, displacement dose accuracy, and leak test due to missing injection foot. Inpen passed front cap investigation. In conclusion: inpen received with no physical damage to cartridge holder. The cartridge holder locks properly. Therefore, the customer concern of cartridge holder being damaged could not be confirmed. No insulin is dispensed when the injection/dose button is pushed. A missing injection foot was noted and can affect insulin delivery. Therefore, possible under delivery anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.